Event description:
Additional information received from the hcp reported that the patient was seen in the office on (B)(6), 2013 and did notreport any stimulator related problems. It was reported that the cause of the event was unknown and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 355031, lot# n268016, implanted: (B)(6) 2011, product type screening device; product ID 3550-29, lot# n293627, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported that the patient experienced coupling and or communication issues. The patient had hip replacement surgery on (B)(6) and turned off the stimulator. The patient hadn't recharged since that day. It was noted that the hip replacement surgery was on the same side as the ipg, which was located in the hip. The patient was getting communication, but only at 0 coupling bars. After using the antenna locate feature the patient was able to get 8 bars temporarily, but then it went back to 2 bars. It was noted that the patient believed she was fully healed, but was unsure about the possibility of swelling. Additional information has been requested, but was not available as of the date of this report.